Manufacturer narrative:
Having checked the batch history records, no abnormalities were found. Each catheter is leak and flow tested before packaging. The fact that the catheters worked well for 6 days before removing and then snapping can rule out a manufacturing defect. This is the 6th complaint received for batch no. 160316gm, but the first regarding a snapped catheter. This is the 2nd complaint received for a snapped catheter of code 1261.206. No indication was found that the catheters were involved in the patient's death some days later. As the sample is currently re-sterilized the analysis of the faulty sample will follow.

Event description:
On (B)(6) 2017 the patient received his premicath. It was placed in his lower leg, the catheter was inserted for 19-20 cm. The catheter was inserted with canula technique. The catheter is removed on (B)(6) 2017 because the patient had symptoms of infection. According to the infection protocol they have to remove the catheter. First a physician assistant was trying to remove the catheter very slowly but that didn't work so a fellow doctor was trying to remove the catheter. When the fellow was removing the catheter the patient starts to move with his body/leg. At that point the catheter broken 7cm was left behind in his body. They had to remove the catheter by surgery. Outcome: the patient died a few days later. According to the neonatologist the patient was very sick and he thought that the death of the patient wasn't a result of the catheter that broke.

Manufacturer narrative:
This complaint is not confirmed. Examination of the faulty sample showed that the catheter ruptured at 7 cm. Microscopic examination showed typical signs of tensile fracture with a rough surface on the fracture plane. A knot of fibrin tissue was found at 5,5 cm, which probably prevented catheter withdrawal. An excessive tensile force caused catheter rupture. The user obviously disregarded the warning in the product's IFU: "caution: do not over stretch the catheter as it may rupture, causing a catheter embolism." Furthermore, they did not follow the warning regarding contact to organic solvents and the use of small syringes. This is the sixth complaint received for batch no. 060316gm and the second complaint on a surgically removed snapped catheter on code 1261.206 within the last 3 years. The catheter was fixed with steristrips and a tegaderm band aid. The catheter was disinfect with chlorhexidine according to the protocol in the hospital. They flushed the catheter with a 3 ml syringe according to the protocol in the hospital. The medication that was given to the patient on the premicath: -tpv including amino acid and lipiden(intralipid and smof lipids). -glucose 10% and glucose 5%. -continue morphine IV. The patient also got other medication but they don't know for sure if that was given on the premicath or on a perifeer infuus. -amoxicilline, -ceftazidim, -metronidazole, -coffeine, -paracetamol, -meropenem, -vancomycin, -fluconazole, -natriumbicarbonaat 4,2%.

Event description:
On (B)(6) 2017 the patient received his premicath. It was placed in his lower leg, the catheter was inserted for 19-20 cm. The catheter was inserted with canula technique. The catheter is removed on (B)(6) 2017 because the patient had symptoms of infection. According to the infection protocol they have to remove the catheter. First a physician assistant was trying to remove the catheter very slowly but that didn't work so a fellow doctor was trying to remove the catheter. When the fellow was removing the catheter the patient starts to move with his body/leg. At that point the catheter broke and 7 cm was left behind in his body. They had to remove the catheter by surgery. Outcome: the patient died a few days later. According to the neonatologist the patient was very sick and he thought that the death of the patient wasn't a result of the catheter that broke.